Event description:
Donor was donating plasma in 2004 and advised the medical supervisor that the evening following their donation of 2 days before they had voided orange urine. The donor stated that after voiding the orange urine they drank a lot of fluids and subsequent urine samples were clear. The donor completed the donation in 2004 without incident or adverse symptoms. The donor did not seek medical attention and no tests were performed.